Event description:
It was reported that there appeared to be noise or oversensing occurring on the atrial lead during some episodes. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.